Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller and recharger were not working and would not charge their implant. Patient stated that they would sit for an hour and nothing would happen. Patient also stated that the paddle on their skin got real warm/warm to touch and when they took the paddle off their skin was red and tender. Patient mentioned that they had reset the controller and checked the connections on the recharger. Patient mentioned that it had been several months of them playing with this and trying different things but nothing helped. Patient noted that one time they got a message saying the battery was low. Patient stated that they are currently in lubbock waiting for a doctor's appointment. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord. Patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller was 50% and implant was 30%. Patient added that when they started charging the controller was at 40% and the implant was in the red. Patient confirmed that there was no visible damage to the equipment. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from patient. Patient stated, my spinal scs device is not working properly. The remote cannot find the device more times than not.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the device was not charging efficiently, paddle became hot and leaving skin red. Patient received an new paddle to replace the defective one and by the replacement the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger analysis of the recharger, model 97755, s/n (B)(6) ,found complaint unverified - found no issues with finding or charging. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that the paddle was causing warmth and redness at site. Would not for a significant amount of time and recharger would charge to 100%. Patient said they called manufacturer for assistance and guidance and were sent a new paddle. Patient said they received new paddle and said they are charging much more efficiently now. The weight of the patient at the time of the event was 208lbs.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.